Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with the firing mechanism damaged and with no cartridge loaded on the device. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on shaft subassembly leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are you able to provide details about the device issue that occurred? What type of procedure was the device used in? How was the procedure completed?

Event description:
It was reported that during an unknown procedure the device had an unknown issue. It is unknown how the procedure was completed. No patient consequences were reported.